Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing hemolysis. The pt was upgraded on the transplant list, and was transplanted (B) (6) 2010 without issue.

Manufacturer narrative:
The device was returned to the manufacturer for eval. The reported event of hemolysis was confirmed. Examination of the device found thrombus formations around the pump inlet bearing and bearing cup. The thrombi appeared to have been a single piece that was ingested during pump operation and became wrapped around the inlet bearing. The center of the thrombus became denatured due to prolonged exposure bearing heat. The size of the thrombus was large enough to have affected blood flow through the pump. This formation likely lead to the hemolysis reported by the hospital. The origins of the thrombus could not be determined. A secondary thrombus formation was found wedged between the outlet bearing and one of the stator blades. This formation was likely once part of the inlet bearing thrombus before being ingested through the rotor and becoming lodged in the outlet stator. A review of the device history records showed no deviations from manufacturing or qa specifications. No further info is available. The manufacturer is closing its file on this event.